Manufacturer narrative:
Insulin pump received with blank display due to corrosion on electronics. Unable to verify backlight display due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display and back light could not turn on. Customer's blood glucose was 230 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.